Event description:
During uterine ablation procedure, physician reportedly received a burn on his thumb where it contacted the working element.

Manufacturer narrative:
No instrument anomalies found. Hosp rpt'd that the physician thought he had a hole in his glove; this was likely the cause of the rpt'd incident.